Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (unable to recognize a te connection) has been confirmed. Upon investigation the monitor's electrode belt receptacle was damaged with a bent pin. The cause of the failure was the bent pin. The root cause for the bent pin could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to recognize a therapy electrode (te) connection.